Manufacturer narrative:
Investigation: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, a leak was observed between the stopper ribs. A device history review was performed for the reported lot 1907702, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1907702 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: the syringes leaked during their use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the syringes leaked during their use.